Event description:
The manufacturer became aware of an allegation from a customer that an essence nebulizer had power issues. There was no report of harm or injury. The manufacturer received the device and confirmed the complaint. There was physical damage to the power cord and the prong was broken off. There was no evidence of thermal damage, no exposed wires. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back-up device for respiratory delivery if this device is not operable. Based on the information available, the manufacturer concludes no further action is necessary.